Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient presented into the emergency room with presyncope. This right ventricular (rv) lead exhibited oversensing and the lead was electrically deactivated but remains implanted. A new rv lead was implanted. No additional adverse patient effects were reported.